Event description:
Reporter stated the infusion set leaked insulin between the self- adhesive and cannula housing, and this resulted in elevated blood glucose of 29.0 mmol/l. No adverse event was reported. The alleged product was requested for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).